Event description:
During service baxter technician reported the failure code 16:310:903:0002.

Manufacturer narrative:
Evaluation was completed on 9 november 2005. The event history was reviewed and failure code 16:310:903:0002 was found. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.